Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with fasting tests results of 217 mg/dl from (B)(6) 2016 at 03:09pm and 03:10pm; and test result of 239 mg/dl from (B)(6) 2016 at 03:12pm. The customer's expected fasting blood glucose test result range is 80 to 124mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 217mg/dl and 217mg/dl using the true metrix meter. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. The product is stored according to specification.